Event description:
Per the clinic, the patient underwent a skin flap revision surgery (specific date not reported) due to report of issues maintaining connection with the processor coil. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2025 under general anesthesia.